Event description:
It was reported that the device was used during a video laparoscopic bariatric procedure. During use of the device, leakage was observed. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 10/21/2008. Information anticipated, but unavailable at this time.